Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error. Premature battery depletion was suspected and a request was made for technical services to review the device data in the remote monitoring system. It was noted that the estimated remaining battery longevity was not accurate, and that the physician planned to replace the device in january. No adverse patient effects were reported. The device remains implanted and in service. Technical services reviewed the device data and confirmed the battery was depleting faster than expected due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days, noting the device may reach elective replacement indicator (eri) battery status within the replacement window. Additional information was received. The recommendation to replace the device was provided to the physician and an immediate replacement was planned; however, the patient requested more time and the device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error. Premature battery depletion was suspected and a request was made for technical services to review the device data in the remote monitoring system. It was noted that the estimated remaining battery longevity was not accurate, and that the physician planned to replace the device in january. No adverse patient effects were reported. The device remains implanted and in service. Technical services reviewed the device data and confirmed the battery was depleting faster than expected due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days, noting the device may reach elective replacement indicator (eri) battery status within the replacement window. Additional information was received. The recommendation to replace the device was provided to the physician and an immediate replacement was planned; however, the patient requested more time and the device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.